Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a red alert from this implantable cardioverter defibrillator (ICD) due to high right ventricular (rv) pacing impedances, exhibited by a non boston scientific rv lead. The alert was delivered and dismissed by the patient's clinic. Technical services (ts) discussed there were no episodes in the arrhythmia logbook and also discussed the most recent impedance ranges. No adverse patient effects were reported.

Event description:
Additional information was provided that therapy was turned off per the patient's physician. It was noted that the device was sensing noise even while the patient was sitting in place. It was also noted that the patient has cancer and severe dementia.